Event description:
The customer originally called in regarding an e-17 alarm but indicated that customer had been hospitalized. Troubleshooting revealed it had been several days since customer had changed the infusion set because customer didn't have any more. Explained the 2hbg rule. Additionally,the alarm history indicated the pump had alarmed " off no power" and battery out of limit" due to batteries not responding. Further investigation revealed the customer was not using the recommended type of batteries.